Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the rep, a microsensor and direcdtlink were used in an off label use for an ortho hip case. The sensor and direct link were zeroed and set up as they are in the or for neuro. When the surgeon put the sensor into the femoral head (after she used a k-wire to drill the hole) a negative ¿icp¿ was displayed, at -35 and then a second later it only displayed a ? For the value. When the sensor was taken back out of the hip, it went back to -1. There were no reports of delay or patient harm.